Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing on the ventricular lead was noted on a real-time egm. Programming changes were made. The patient is doing fine.